Event description:
It was reported patient experienced ineffective therapy and programming was unable to restore therapy. Imaging's confirmed that both leads migrated and as such surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3: date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated patient underwent surgical intervention on (B)(6) 2025, wherein both leads were repositioned and brought back to original positions and therapy was restored.